Event description:
Philips received a complaint from philips authorized service provider (asp) reporting the battery on the v60 ventilator was not charging. The device was not in clinical use. The issue was found during a preventative maintenance device inspection. There was no report of harm or other impact. The device did not meet specification for intended use and remained out of service.   The asp evaluated the device and determined component replacement was necessary. The asp reported the battery was 5 years old based on the date of manufacturer (2019). Per the philips service manual, recommended timetable for battery replacement is every 5 years. The asp replaced the battery. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.